Event description:
Reportedly, the oval-preperitoneal distention balloon had the bag tear off as surgeon was trying to remove it. The bag was retrieved at the end of the procedure. Procedure: laparoscopic bilateral inguinal herniorrhaphy.